Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct the information provided in the initial report. The following section was corrected: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause was that the image was not displayed due to communication failure while shaking scope because scope socket has defect. Further investigation findings were as follows: image flickering; e216 error, dusts in the unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the light source had no image and an error code e216 (scope communication error)there were no reports of patient involvement.